Event description:
A malfunction occurred with the customer's pump, indicated by malfunction code 24, and the fault ID 0x2219. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump and had sent a replacement with updated software. The customer acknowledged instructions provided regarding putting the pump into storage mode before returning it and agreed to return the problematic pump using the provided shipping materials. No backup insulin therapy was available, but the customer intended to contact their healthcare provider.